Manufacturer narrative:
(B)(4). Batch # p59032. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: how did the device misfire? The device was handed to the surgeon and then he went to open it and attach it to patient tissue, it would not open. Did the device partially fire (start to deploy staples and cut but could not be completed)? It did not deploy staples- it just locked up. If the stapler stapled and cut were the staple line and cut line approximately equal in length? Did the device deliver any staples at all? No, it did not deliver staples. If yes, were the staples formed properly? A new stapler was used and worked appropriately throughout the rest of the case. [(B)(4).pdf].

Event description:
(B)(4).